Manufacturer narrative:
10: returned product evaluation - the subject lens was received dry within a microcentrifuge tube. Visual inspection found no visual damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to rotate, remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, a patient experienced lens rotation. The lens was later repositioned, but this did not resolve the problem. The lens was later exchanged for a longer length lens and the problem was resolved. Cause of the event is unknown.